Event description:
It was reported that the lead had dislodged. The physician elected to explant the lead and will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.